Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring before the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, suggesting there was no adverse impact. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the malfunction. The caller was instructed to continue using the pump and to call back if the malfunction code recurs. The caller acknowledged and understood the instructions.